Event description:
Binder may have caused a rash on the patient. It was put on patient following surgery to implant a pump. The area covered by the incision site dressing was not affected, but all other areas that the binder touched broke out in red watery blisters. The product was removed, hydrocortizone cream was applied and a cotton corset was put on the patient. These products were sold to the hospital who supplied them to the pain clinic which is part of the hospital. The lot number listed came from the inventory currently on hand at the hospital, not the incident.